Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that with this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to pocket infection. No additional adverse patient effects were reported. The s-ICD was explanted.